Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted the right atrial lead no longer captured. Programming changes were tested, but the lead was still not capturing. No intervention was performed, and the lead remained implanted. The patient was stable.